Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. The exposed portion of the soft cannula was found to be flattened and stretched. The damage did not prevent fluid from exiting the distal tip of the soft cannula. The cause and timing of this damage is unknown.

Event description:
It was reported that the patient's blood glucose level rose to 290 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found a bent cannula. The pod was originally reported for a leak during operation.

Manufacturer narrative:
Update h2, h3.